Manufacturer narrative:
Additional product added to the complaint after the initial medwatch was submitted. Cat. No.: 6720-0837, size 8 accolade ii 132 deg, lot code: 48758102, cat. No.: 2030-6520-1 6.5, cancellous bone screw 20mm, lot code: mma0yj, cat. No.: 2030-6530-1 6.5, cancellous bone screw 30mm, lot code: e455jp, cat. No.: 502-03-54e, primary tritanium hemi cluster hole cup 54mm, lot code: mnj0v5. An event regarding infection involving a trident insert was reported. The event was not confirmed. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there have been no other events for the manufacturing or sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had an I &d of left hip with poly exchange due to infection.

Manufacturer narrative:
Other device listed in this report: cat # unk, lot # unk, description: unknown head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer .

Event description:
Patient had an I &d of left hip with poly exchange due to infection.